Event description:
The customer reported an event where they got 4 "no shock advised" messages during a cardiac arrest event and one "shock advised" message that they stated was due to artifact. The involved pt died. The device is being returned for evaluation. This investigation remains open.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint remains under investigation. A follow-up report will be submitted upon completion of the investigation.